Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received three qsyte closed luer access device & video displaying leakage of the device through the vent hole. The reported issue has been confirmed. Visual inspection of all three devices was able to identify non-conformance in each septum. Two devices had a pushed in septum, the third septum was partially separated from the body. Tears in the septum and distortion of the septum column can occur as a result of a misalignment in the manufacturing machinery. Regular inspections of both the alignment of the machinery, and manual quality inspections of the septum are in place to control this kind of non-conformance. Column damage and tears can also occur as a result of use if excess force is applied to the septum either externally or internally respectively. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Because the device was removed from packaging it not possible for our quality engineers to determine if the root cause is related to use or manufacturing.

Event description:
It was reported that q-syte closed luer access device leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: hepatobiliary and pancreatic surgery leakage did not cause injury to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that q-syte closed luer access device leaked. This occurred on 10 occasions. The following information was provided by the initial reporter: hepatobiliary and pancreatic surgery leakage did not cause injury to the patient.